Event description:
Company received a report that during ventilation, there were intermittent leaks on the tracheostomy tube. It was noted that this was resolved by adding add'l volume of air via the pilot line. The tracheostomy tube was in use for approx two weeks. Tracheostomy tube was changed prior to routine schedule due to the difficulty with maintaining cuff pressure.

Manufacturer narrative:
Device associated with this report is currently in transit to the MFR for investigation. If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.